Manufacturer narrative:
(B)(4) batch # p56g1g. (B)(4). Additional information requested and received: what was the patient sex/ bmi- f/ (B)(6). Was buttressing material used? No. How close to the pylorus was the 1st firing? 6 cm. What size bougie was used? 40 fr. Why does the surgeon believe the post-operative pain is from gastric contents? Spillage of gastric contents- causes irritation. Was tissue movement noticed during firing sequence? No. Were any unusual noises heard during firing? Yes- sounded abnormal. Please confirm that no staples were visible. Did staples not deploy on one side or both sides of tissue? No staples deployed. What is the current patient status? Stable. Had more than usual pain and nausea post op. Discharged on pod 2. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received and not loaded on the device. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon described that the knife blade cut but staples did not deploy. This was on the first firing of the gastric sleeve with a gst60g reload. Another like device and reload were used to complete the procedure. They had to hand sew the hole in the stomach. Patient had pain from the spill of gastric contents. Surgeon had the patient stay one day longer than he usually would. Did an upper gi study to test for leaks. No leaks were detected.